Event description:
It was reported that the patient with this right atrial (ra) lead experienced angina. It was also noted that the ra lead exhibited an alert indicating there was a lead impedance issue. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.